Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during an endoscopic retrograde cholangiopancreatography, tissue was found near elevator tip after removing the disposable cap. The doctor said that there was no visual location that could indicate the tissue from. The intended procedure was completed. There was no treatment for the issue and no report of patient injury associated with the event.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. The manufacturing record was reviewed and found no irregularities. The information on user's operation was obtained and found that the user don't suction in the duodenum. The user do suction in the stomach but not when close to the mucosa. With reference to this information and past similar cases, omsc presumed that the event occurred as follows. Distal cover got cracked on tear-off line due to improper attachment to device. In this situation, mucosa would be caught in cracked cover when the distal end was pressed on mucosal surface even if suction was not operated.